Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation of the returned instrument has shown that the tip is indeed broken off as complained. The exact reason for this damage cannot be determined; however due to the marks found on the tip it is assumed that external influences, metal contact, have acted on the instrument. The file history records were reviewed and showed conformity with the metal and manufacturing specifications. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
Tip of rongeur broke off during usage, the broken tip was retrieved. This is 1 of 1 report for complaint (B)(4).